Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported the ventilator was inoperable. The device was not being used for treatment when the reported event occurred and there was no patient involvement.

Manufacturer narrative:
G4: 20may2020. B4: 04jun2020. The customer used a third party to repair the ventilator and refused to provide further repair information. The ventilator is back in service. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 19may2020 b4: (B)(6)2020. H11: b5: it was determined that problem was not that the ventilator was inoperable. The customer reported that the ventilator produced the "blower temperature high" diagnostic failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.